Event description:
It was reported that the ventilator displayed the error message, "excessive leakage" when it was connected to a patient. No patient harm reported. (B)(4).

Manufacturer narrative:
Our investigation into the reported error has been finalized. According to the information provided by the customer, there were performed pre-use checks tests both before, and after, the detected leakage. Our conclusion from this information is that the ventilator was working according to specification. We most likely assume that the leakage was due to the tubing set, or other clinical circumstances. However, the root cause for the leakage could not be established as a result of the lack of information provided for the investigation.

Event description:
(B)(4).